Manufacturer narrative:
Additional information: h4: the lot was manufactured between 05/09/2025 and 05/10/2025. H11: the actual devices were not available; however, twenty-one (21) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure testing, clear passage testing under water, and priming were performed on the samples, and the device was found to be within product specifications. Additionally, a functionality test was conducted on the samples, and no issues were observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) clearlink system continu-flo solution sets leaked from the luer activated valve. This was observed during normal saline infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.